Event description:
Case manager and diabetes educator from (B)(6) health reported that today the needle button popped out before 24 hour period and case manager replaced that v-go with a new one. The v-go was discarded.